Event description:
It was reported that patient received inappropriate therapy due to t-wave oversensing. Programming changes were made. ICD remains implanted. Patient has not had any other episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.